Event description:
It was reported that foot switch failed to halt ablation. A maestro 4000 controller was selected for a ablation procedure, while ablating the mitral isthmus physician used the foot pedal to stop ablating and ablation kept on going. The delivery was halted using the remote. This happened only once during this procedure. There were no patient complications and the procedure was completed using the same device.